Event description:
The customer reported a back flow of antibiotic. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.

Manufacturer narrative:
(B)(4). The customer's experience of back flow was not confirmed with functional testing. Disassembly of the check valve resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be acrylic. The origin of the acrylic particle was not identified.